Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed options for this patient. The physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel which had triggered the lead safety switch (lss). In office testing produced measurements within normal limits in unipolar and bipolar configurations. Noise was also noted which resulted in atrial tachycardia response (atr) events. The noise could not be reproduced during isometrics in the office. No adverse patient effects were reported.